Event description:
It was reported that the foot switch connector on controller module is loose and pulling out of the back of unit. The unit functioned properly during procedure, but customer is concerned about safety of unit. No patient consequence reported.

Manufacturer narrative:
H3. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.